Event description:
It was reported that the patient complained of chest pain. It was also reported that the right ventricular (rv) lead exhibited inconsistent capturing, no capture, decreasing in sensing, and increase in thresholds. The atrial lead also exhibited increase in threshold. The ipg encountered multiple mode switches. The ipg system remains in use. No patient complications have been reported as a result of this event.